Event description:
It was reported that after undergoing a thr on (B)(6) 2022, patient experienced instability. This adverse event was addressed by conducting a revision surgery, in which, the r3 0 deg xlpe acet lnr 32mm x 52mm and oxinium fem hd 12/14 32mm +8 were exchange. In addition, surgeon found there were scratches on the head from making contact with the edge of the r3 cup whilst dislocated. Patient's current health status is unknown.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems reveals in the warnings and precautions section that range of motion should be thoroughly assessed for early impingement or joint instability. Postoperative instability is a leading complication associated with revision surgery and may result in additional surgery. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include joint laxity or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.